Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence uterine prolapse and an obturator sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy, anterior repair. It was reported that after implantation patient experienced pain, bleeding, urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced cystitis, urgency, urinary frequency, pelvic discomfort, vaginal discharge, and enuresis.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and urinary retention.